Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26nov2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the screen was frozen. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 12feb2019. The customer returned the power supply to philips for failure analysis. The power supply was tested and no functional failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 24dec2018. Date of manufacturer: 23dec2018. The manufacturer¿s field service technician powered on the ventilator and the screen was frozen. Could not select any options or move past the first screen. The manufacturer¿s field service technician replaced the touchscreen assembly powered on the unit in diagnostic mode and it would not move past the black boot up screen. Replaced overlay, replaced mmi cable, replaced touch screen assembly and replaced power supply. Performed full pvt of ventilator per philips' manual. Unit passed all tests successfully. Returned unit to service.